Event description:
It was reported that a homecare pt experienced respiratory compromise, required medical intervention and hospitalization when a size 2 pt, pediatric tracheostomy tube was used instead of a 4 pt, pediatric tracheostomy tube. It is unknown how long the device had been in place when the problem was detected. The 2 pt and 4 pt device neckplates are individually marked with the size, mode, ID, od and length dimensions. Add'l info regarding the reported event, devices, associated product packaging and pt has been requested, but has not been received as of the date of this submission. There was one (1) pt involved who has returned to baseline condition. The device was discarded at the hosp and as such is not available to be returned to the MFR for identification, analysis and investigation.